Event description:
Customer reported receiving a suspected false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer tested positive with a flowchart rapid test and at a clinic with a sars-cov-2 pcr test on an unknown date. Customer experienced symptoms. Although requested, no additional information was provided regarding this false negative result. See related case for alternate false negative result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.